Event description:
It was reported by the customer that a bd pyxis¿ supplybank aux 1000 had a multiple drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were not opening in the cabinet. A technical support specialist performed hard rebooting to resolve the issue and confirmed that the drawers were working. The system functioned as intended after technical support specialist rebooted the device.